Manufacturer narrative:
(B)(4). Date of initial report: 01/14/2016. Date of follow-up report: 03/15/2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 01/14/2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received a 2nd degree burn on the right areola during a bilateral gynaecomastia excision case. The burn was treated with ointment. The patient is expected to be fine.